Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 120mg/dl within 10 minutes. Customer also reported feeling symptoms of hypoglycemia and gave themselves glucose tablets in order to normalize glucose levels.